Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of edema, nodules, cystic and erythema are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of edema, erythema, skin irritation and cyst(s), formation of: "undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list) : inflammatory reactions (redness, oedema, erythema, ¿) which may be associated with itching, pain on pressure, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of theses tissues. Besides, a preventive anti-inflammatory treatment by a medical. Practitioner can be recommended; induration or nodules at the injection site; cases of necroses in the glabellar region, abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account."

Event description:
Healthcare professional reported injecting a patient with 2 of unspecified juvéderm® voluma¿, 2 of juvéderm® volift¿ with lidocaine and 2 of juvéderm® volbella¿ with lidocaine. The patient was "re-injected" with juvéderm® volift¿ with lidocaine on the next month. Three months later, the patient developed edema and erythema. The patient also had "late nodules." The healthcare professional did not consider the event to be related to "any other infectious or inflammatory clinical condition." At the time of onset patient had a cell blood count test that revealed "leukocytosis of 11,960, increasing due to neutrophil." The patient was treated with predsin and ciprofloxacin with little improvement. When the patient stopped treatment, the symptoms worsened again. A ultrasonogram was performed on the soft tissue, "showing cystic images, especially in malar ¿ zygoma, in the middle of subcutaneous tissue, and may be associated with granulomas." The patient was then treated with clarithromycin and predsin. When the patient was later reviewed by the healthcare professional "examination shows no more palpable nodules and there was partial improvement." The patient was concomitantly taking tamoxifen. This is the same event and the same patient reported under MDR ID #3005113652-2016-00840 ((B)(4)). This MDR is being submitted for the second suspect product, juvéderm® volbella¿ with lidocaine, also a device manufactured by (B)(4).

Event description:
The juvéderm® volift¿ with lidocaine was injected into the sulcus and perilabial while juvéderm® volbella® with lidocaine was injected into the lower eyelid and perilabial wrinkles. The injection with unspecified juvéderm® voluma¿ was divided into the "md codes." The symptoms were located in the eyelids, "better region," lips and infralabial. It was noted that the symptoms "were solved but, perhaps, by the use of the corticoid, the patient refers to swelling on every face." The lesions disappeared after the use of antibiotics.